Manufacturer narrative:
Concomitant medical products: unk competitor, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma in the cardiac resynchronization therapy defibrillator (crt-d) pocket. The pocket was excavated and the crt-d was relocated to a new pocket. An antibacterial absorbable envelope was used and the crt-d remains in use. No further patient complications have been reported as a result of this event.